Event description:
On 10/31/1998, the customer had approximately 32 ounces of "hard liquor" to drink between the hours of 8pm and 12am. During this time, he ate 1 piece of pizza. Previously for dinner, he had a peanut butter sandwich and a hamburger. He injected his insulin as he normally does. He vomited many times from 1am to 4am, which he assumed was due to excessive alcohol intake. He felt sick all day 11/01/1998. He injected his insulin as usual, but did not eat anything substanial. He remembers testing his blood sugar in the evening of 11/01/1998 and it was under 200 mg/dl. The customer became more lethargic and continued to vomit. His parents tested his blood sugar again at 3am on 11/02/1998 and reported a reading of 180 mg/dl. He appeared dehydrated so they drove him to the hospital at approximately 3:30am. He was diagnosed as hyperglycemic with severe dehydration. A venous blood draw reported a reading of 880 mg/dl from the lab. The customer was treated and released on 11/04/1998.